Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited unacceptable thresholds and high lead impedance. On (B)(6) the lead was explanted during a routine device change out although normal function was noted.